Event description:
Medtronic received a report the size on the label of the neck flange was different from the size on the box. Medtronic is requesting additional information regarding the circumstances of the reported event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the size on the label of the neck flange was different from the size on the box. Medtronic is requesting additional information regarding the circumstances of the reported event.